Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not get the option to link their sensor. The customer's blood glucose level was unknown. The customer was in the hospital and it was non-diabetic related. It was found in troubleshooting that the transmitter was not connected to the insulin pump. Troubleshooting was performed. After checking the alarm history it was found that the insulin pump had also received two power error alarms and one pump error alarm. The customer's blood glucose level during the pump error alarm was about 50 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.